Manufacturer narrative:
Revision occurred approximately 96 days after the priamary surgery due to dislocation of unknown cause. No actaul,implied, or suspect link to fx product.

Event description:
Revision occurred on (B)(6) 2026, approximately 96 days after the primary surgery which occurred on (B)(6) 2025. No fall or other trauma reported. Based on comparing usage forms only humeral cup 135/145° standard pe/ta6v ø40 +3 and humeral spacer ta6v +9mm was explanted due to dislocation. These parts were replaced with humeral cup 135/145° standard pe/ta6v ø40 +3 and two humeral spacer ta6v +9mm.